Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed system pcb assembly and determined that the cause of the reported issue was a field programmable gate array (fpga) integrated circuit (ic), designator u15.

Event description:
The customer contacted physio-control to report a non-critical issue that had occurred during a recent patient event. There were no adverse effects to the patient as a result of the non-critical issue. Upon evaluation of the customer's device, physio observed that the unit took an abnormally long time to charge (52 seconds). Additionally, the device would only charge to 162 joules when 360 joules had been selected. It is unknown whether the issue observed would have impacted patient care during the original event.